Manufacturer narrative:
The country of origin is (B)(6). The gear pump pressure was low.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results, for 2 patients, from the cobas 6000 c (501) module. Patient 1: the initial result was 2.89 mmol/l and the rerun results were 0.90 mmol/l and 0.92 mmol/l. Patient 2: the initial result was 3.15 mmol/l and the rerun results were 1.05 mmol/l and 1.06 mmol/l. The questionable results were not reported outside the laboratory. The reagent lot number and expiration date were asked for but not provided.